Event description:
A customer reported a cartridge alarm 20 with no previous similar alarms for the specific pump, although similar alarms occurred with consecutive cartridges. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump and provided instructions on using a backup insulin pump, storing the current pump, and returning it via ups. The customer understood and acknowledged these instructions.